Event description:
A customer observed a biased glucose result on their dt60 analyzer. A biased result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.